Manufacturer narrative:
Upon return, this lead was thoroughly analyzed. A complete lead was received with setscrew marks noted on both terminal pins. Insulation cuts were observed 268-273mm from the terminal pin with dried blood in and around the helix housing. Engineers also confirmed the helix coil had become extremely stretched. Extensive testing was then performed to assess the lead's electrical integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there was no intermittency in the electrical conductivity. While laboratory analysis was unable to confirm the reported clinical observation of lead dislodgment, a stretched helix was verified.

Event description:
Boston scientific received information that this lead dislodged. The physician attempted to reposition; however efforts were without avail as the helix had been stretched. As a result, the product was explanted and is intended to be returned for post market evaluations. No adverse patient effects were reported.

Event description:
Subsequently, the lead was received for post market evaluation.

Manufacturer narrative:
Following product return and analysis, this report will be further updated.